Event description:
It was reported that during preparation for a stent procedure the device was allegedly not in the sterile packaging. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: the device was returned inside its original outer box; however, the device was not inside its inner sterile pouch. The stent delivery system was found to be in its original state, without any indication that the device was used. The shipping lock was attached and the stent was in system and in place. Photos provided by the customer are showing the device fixed on the plastic tray, but without a sterile pouch. Based on the evaluation of the sample returned it is confirmed that the inner pouch is missing. However, it could not be determined, when and why the inner pouch was removed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address this potential risk. The instructions for use states: "carefully inspect the pouch for damage to the sterile barrier. Then, peel open the pouch and remove the tray containing the stent and delivery system. Examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified in d2 and g4. H10: d4 (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during preparation of an stent deployment procedure, the device allegedly came out from inner package while opening the primary packaging. There was no patient contact.